Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I syphilis tp reagent lot 45312be01. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I syphilis tp reagents in the field was reviewed using data gathered using worldwide customer data. The number of standard deviations to the cut-off for and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 45312be01.updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.

Event description:
The customer observed false nonreactive alinity I syphilis tp results that positive on other platforms for one male patient diagnosed with lung cancer. The results were provided: on (B)(6) 2023 sid (B)(6) initial=0.6 s/co (< 1.00=nonreactive) /repeated=0.59 s/co /tppa=positive; roche=3.93 coi (reference range=0.0 to 1.0 coi); colloidal gold=positive there was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity I syphilis tp results that positive on other platforms for one male patient diagnosed with lung cancer. The results were provided: on (B)(6) 2023, sid (B)(6), initial=0.6 s/co ( 1.00=nonreactive) /repeated=0.59 s/co /tppa=positive; roche=3.93 coi (reference range=0.0 to 1.0 coi); colloidal gold=positive there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.